Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). There is no indication of a product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is being filed to report a clip that opened while locked. It was reported that, a patient presented with grade 5 functional tricuspid regurgitation (tr), central coaptation defect, right atrium and right ventricle were dilated. After implanting 2 triclips in the antero-septal position, residual tr was at 2-3. It was decided to implant an xt clip to further reduced the tr. The xt was implanted posterior to the second clip on the antero-septal leaflets. Both establishing final arm angle (efaa) test and deployment procedures were done per instructions for use (IFU) and with no difficulties. After deployment, the clip opened to approximately 45 degrees. The procedure was completed with a tr of grade 2. The gradient was already 2-3 mmhg, so no additional clips were implanted. There were no adverse patient effects or clinically significant delay. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).